Event description:
It was reported that the customer did a delivery correction of 4.8 units through the bolus wizard and it did stop at 2.3 units. It was stated that the customer does not trust the insulin pump. No further information was provided.

Manufacturer narrative:
Unable t prime insulin pump during the prime test due to a faulty force sensor resistor. All operating currents are within specifications and the device passed the off no power, self test, displacement, rewind, basic occlusion and excessive no delivery tests. Programmed boluses delivered and recorded properly during testing. Damages to the case, lcd window, reservoir tube, battery tube threads and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.